Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular lead was relaying non-sustained noise and so the physician opted to cap and replace the lead on (B)(6) 2018. The patient was stable during and after the procedure.